Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain pelvic area") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included nickel sensitivity in 2005, abortion induced, hematuria, pelvic pain, sciatica, back pain, gerd, asthma and nickel sensitivity. Previously administered products included for chronic tmj: vicodin. Concurrent conditions included body mass index normal. Concomitant products included diphenhydramine hydrochloride, diphenhydramine hydrochloride, ibuprofen since 2010 and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/now gets migraine"), headache ("headaches/used to only get headaches"), nausea ("nausea/constantly felt as if she was going to vomit"), vulvovaginal pain ("pain: vaginal"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdominal"), incision site pain ("pain: incision sites,"), pain ("entire body") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection: yeast/constant yeast infections") and bacterial vulvovaginitis ("infection: bacterial (vagina)/bacterial infections"). On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/was unable to enjoy intercourse because pain would immediately arise from arousal"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and malaise ("sickness feeling"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ondansetron (ondansetron), verapamil and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nausea, vulvovaginal pain, back pain, abdominal pain lower, incision site pain and pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, depression, vulvovaginal mycotic infection, bacterial vulvovaginitis, migraine, headache, allergy to metals, vaginal discharge and weight increased had not resolved and the anxiety, abdominal pain and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incision site pain, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Insertion details: successful placement of coils. Trailing coils: left 1, right 4. Patient complaint of pain. Tubal spasm. However coil placed w/o difficulty. She feels better, dizziness at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On (B)(6) 2013, surgical pathology report: fallopian tube left, excision: fallopian tube with benign paratubal cysts and foreign body consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, abdominal pain, anxiety,depression." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs received : event abdominal pain , malaise were added. Concomitant product added. Reporter information added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included nickel sensitivity in 2005, abortion induced, hematuria, pelvic pain, sciatica and back pain. Previously administered products included for chronic tmj: vicodin. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2010 and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/now gets migraine"), headache ("headaches/used to only get headaches"), nausea ("nausea/could not eat because of constant sickness feeling; constantly felt as if she was going to vomit"), vulvovaginal pain ("pain: vaginal"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdominal"), incision site pain ("pain: incision sites,") and pain ("entire body"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection: yeast/constant yeast infections") and bacterial vulvovaginitis ("infection: bacterial (vagina)/bacterial infections"). On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/was unable to enjoy intercourse because pain would immediately arise from arousal"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with verapamil, ondansetron (ondasetron), thomapyrin n (excedrin migraine) and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nausea, vulvovaginal pain, back pain, abdominal pain lower, incision site pain and pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, depression, vulvovaginal mycotic infection, bacterial vulvovaginitis, migraine, headache, allergy to metals, vaginal discharge and weight increased had not resolved and the anxiety outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incision site pain, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Insertion details: successful placement of coils. Trailing coils: left 1, right 4. Patient complaint of pain. Tubal spasm. However coil placed w/o difficulty. She feels better, dizziness at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2013, surgical pathology report: fallopian tube left, excision: fallopian tube with benign paratubal cysts and foreign body consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, abdominal pain, anxiety,depression." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Event added: psychological or psychiatric problems: mental anguish. Event onset dates added. Event outcome added: pain and nausea/could not eat because of constant sickness feeling; constantly felt as if she was going to vomit. Treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included nickel sensitivity in 2005, abortion induced, hematuria, pelvic pain, sciatica and back pain. Previously administered products included for chronic tmj: vicodin. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2010 and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)/was unable to enjoy intercourse because pain would immediately arise from arousal"), depression ("depression"), vulvovaginal mycotic infection ("infection: yeast"), bacterial vulvovaginitis ("infection: bacterial (vagina)"), nausea ("nausea/could not eat because of constant sickness feeling; constantly felt as if she was going to vomit"), vulvovaginal pain ("pain: vaginal"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdominal") and incision site pain ("pain: incision sites, "). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/now gets migraine"), headache ("headaches/used to only get headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and pain ("entire body"). The patient was treated with verapamil and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, depression, vulvovaginal mycotic infection, bacterial vulvovaginitis, migraine, headache, nausea, allergy to metals, vulvovaginal pain, back pain, abdominal pain lower, incision site pain, vaginal discharge and weight increased had not resolved and the pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incision site pain, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Insertion details: successful placement of coils. Trailing coils: left 1, right 4. Patient complaint of pain. Tubal spasm. However coil placed w/o difficulty. She feels better, dizziness at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2013, surgical pathology report: fallopian tube left, excision: fallopian tube with benign paratubal cysts and foreign body consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, abdominal pain, anxiety,depression." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included nickel sensitivity in 2005, abortion induced, hematuria, pelvic pain, sciatica and back pain. Previously administered products included for chronic tmj: vicodin. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2010 and paracetamol (tylenol) since 2010. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)/was unable to enjoy intercourse because pain would immediately arise from arousal"), depression ("depression"), vulvovaginal mycotic infection ("infection: yeast"), bacterial vulvovaginitis ("infection: bacterial (vagina)"), nausea ("nausea/could not eat because of constant sickness feeling; constantly felt as if she was going to vomit"), vulvovaginal pain ("pain: vaginal"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdominal") and procedural pain ("pain: incision sites, "). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems or changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/now gets migraine"), headache ("headaches/used to only get headaches"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and pain ("entire body"). The patient was treated with verapamil and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, depression, vulvovaginal mycotic infection, bacterial vulvovaginitis, migraine, headache, nausea, allergy to metals, vulvovaginal pain, back pain, abdominal pain lower, procedural pain, vaginal discharge and weight increased had not resolved and the pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic pain, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Insertion details: successful placement of coils. Trailing coils: left 1, right 4. Patient complaint of pain. Tubal spasm. However coil placed w/o difficulty. She feels better, dizziness at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2013, surgical pathology report: fallopian tube left, excision: fallopian tube with benign paratubal cysts and foreign body consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, abdominal pain, anxiety, depression." Most recent follow-up information incorporated above includes: on 10-jul-2018: this case is medically confirmed. The reporter information was updated. This case concerns 27 year old patient. Her historical/concurrent conditions were added. Essure indication was amended. Essure insertion and removal date was updated. Essure lot number was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: unspecified, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: depression, infection: yeast, bacterial (vagina), migraines / headaches, nausea, nickel allergy, pain (lower abdomen/back/incision sites, entire body) and vaginal discharge, weight gain and she did not undergo essure confirmation test added. The injuries or symptoms claimed resulted from essure did not decrease or resolve following removal at the time of the report. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pain pelvic area') in a 27-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included nickel sensitivity in 2005, abortion induced, hematuria, pelvic pain, sciatica, back pain, gerd, asthma, nickel sensitivity and d & c. Previously administered products included for chronic tmj: vicodin; for an unreported indication: tylenol. Concurrent conditions included body mass index normal, suprapubic pain, multiple allergies (dog dander, ketorolac tromethamine, cat/feline product derivatives, tramadol, egg white, tapentadol, clindamycin reaction: skin rashes/ hives, percocet reaction: pruritus. Toradol: reaction: nausea, vomiting, diarrhea. Tramadol hcl reaction: nausea, vomiting, diarrhea.), right lower quadrant pain, asthma, low back pain and paratubal cyst. Concomitant products included diphenhydramine hydrochloride, diphenhydramine hydrochloride, ibuprofen since 2010 and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/now gets migraine"), headache ("headaches/used to only get headaches"), nausea ("nausea/constantly felt as if she was going to vomit"), vulvovaginal pain ("pain: vaginal"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdominal"), incision site pain ("pain: incision sites,"), pain ("entire body") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection: yeast/constant yeast infections") and bacterial vulvovaginitis ("infection: bacterial (vagina)/bacterial infections"). On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), urinary tract disorder ("urinary problems or changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/was unable to enjoy intercourse because pain would immediately arise from arousal"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), malaise ("sickness feeling") and hypersensitivity ("allergic reaction "). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ondansetron, verapamil and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nausea, vulvovaginal pain, back pain, abdominal pain lower, incision site pain and pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, depression, vulvovaginal mycotic infection, bacterial vulvovaginitis, migraine, headache, allergy to metals, vaginal discharge and weight increased had not resolved and the anxiety, abdominal pain, malaise and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, incision site pain, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Insertion details: successful placement of coils. Trailing coils: left 1, right 4. Patient complaint of pain. Tubal spasm. However coil placed w/o difficulty. She feels better, dizziness at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2013, surgical pathology report: fallopian tube left, excision: fallopian tube with benign paratubal cysts and foreign body consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, abdominal pain, anxiety,depression, pelvic pain lot number: a57117, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter information, patient's medical history and auto narrative supplement were added. Real fu was received and there was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pain pelvic area') in a 27-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included nickel sensitivity in 2005, abortion induced, hematuria, pelvic pain, sciatica, back pain, gerd, asthma and nickel sensitivity. Previously administered products included for chronic tmj: vicodin. Concurrent conditions included body mass index normal. Concomitant products included diphenhydramine hydrochloride, diphenhydramine hydrochloride, ibuprofen since 2010 and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/now gets migraine"), headache ("headaches/used to only get headaches"), nausea ("nausea/constantly felt as if she was going to vomit"), vulvovaginal pain ("pain: vaginal"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdominal"), incision site pain ("pain: incision sites,"), pain ("entire body") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection: yeast/constant yeast infections") and bacterial vulvovaginitis ("infection: bacterial (vagina)/bacterial infections"). On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), urinary tract disorder ("urinary problems or changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/was unable to enjoy intercourse because pain would immediately arise from arousal"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), malaise ("sickness feeling") and hypersensitivity ("allergic reaction "). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ondansetron, verapamil and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nausea, vulvovaginal pain, back pain, abdominal pain lower, incision site pain and pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, depression, vulvovaginal mycotic infection, bacterial vulvovaginitis, migraine, headache, allergy to metals, vaginal discharge and weight increased had not resolved and the anxiety, abdominal pain, malaise and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, incision site pain, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Insertion details: successful placement of coils. Trailing coils: left 1, right 4. Patient complaint of pain. Tubal spasm. However coil placed w/o difficulty. She feels better, dizziness at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . (B)(6) 2013, surgical pathology report: fallopian tube left, excision: fallopian tube with benign paratubal cysts and foreign body consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, abdominal pain, anxiety,depression." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event allergic reaction was added. Lawyer was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pain pelvic area') in a 27-year-old female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included nickel sensitivity in 2005, abortion induced, hematuria, pelvic pain, sciatica, back pain, gerd, asthma and nickel sensitivity. Previously administered products included for chronic tmj: vicodin. Concurrent conditions included body mass index normal. Concomitant products included diphenhydramine hydrochloride, diphenhydramine hydrochloride, ibuprofen since 2010 and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/now gets migraine"), headache ("headaches/used to only get headaches"), nausea ("nausea/constantly felt as if she was going to vomit"), vulvovaginal pain ("pain: vaginal"), back pain ("pain: lower back"), abdominal pain lower ("pain: lower abdominal"), incision site pain ("pain: incision sites,"), pain ("entire body") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection: yeast/constant yeast infections") and bacterial vulvovaginitis ("infection: bacterial (vagina)/bacterial infections"). On (B)(6) 2013, the patient experienced depression ("depression/psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), urinary tract disorder ("urinary problems or changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/was unable to enjoy intercourse because pain would immediately arise from arousal"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), malaise ("sickness feeling") and hypersensitivity ("allergic reaction "). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ondansetron, verapamil and surgery (bilateral salpingectomy and hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, nausea, vulvovaginal pain, back pain, abdominal pain lower, incision site pain and pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, depression, vulvovaginal mycotic infection, bacterial vulvovaginitis, migraine, headache, allergy to metals, vaginal discharge and weight increased had not resolved and the anxiety, abdominal pain, malaise and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, incision site pain, malaise, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 138 lbs. Insertion details: successful placement of coils. Trailing coils: left 1, right 4. Patient complaint of pain. Tubal spasm. However coil placed w/o difficulty. She feels better, dizziness at the end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2013, surgical pathology report: fallopian tube left, excision: fallopian tube with benign paratubal cysts and foreign body consistent with essure device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, abdominal pain, anxiety,depression." Lot number: a57117 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: company causality comment added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.